Manufacturer narrative:
A service engineer (se) evaluated the device and determined the issue was due to a failure related to the power management (pm) pcba. The repair for this device cannot be conducted at this time, due to a back order status of a part (pm pcba) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Customer alleges v60 ventilator will turn on by itself, but unable to turn off and will not work on battery. This prompted customer to reach out to philips requesting a quote for repair. Per case documentation quote accepted and onsite service scheduled. It is unknown at this time if there was patient involvement. However, based on current information, there are no reports of patient/ user harm or injury. This investigation is ongoing and a follow up report will be submitted accordingly.

Manufacturer narrative:
A philips field service engineer (fse) reported that the keyboard was not working, and had a central button(s) failure. It was then reported that the device's central buttons should be checked again. During follow up with the fse, it was reported that the customer replaced the screen membrane, however, the device was not returned to service. Additional details were requested from the fse.